Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model zxr00 tecnis symfony multifocal iols (intraocular lens) 20.5 diopter (d) was explanted from the patient's right eye (od). Reportedly, the patient was not happy with her post op results; although a specific diagnosis/symptoms was not provided. The replacement lens was the same model, a larger diopter of 22.5d. The incision was slightly enlarged to remove the lens. There was no patient injury; patient was doing good immediately after surgery. No additional information provided.

Manufacturer narrative:
Device available for evaluation: yes. Date returned to manufacturer: 10/09/2018. Device returned to manufacturer: yes. The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the product was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. The complaint cannot be confirmed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.